Manufacturer narrative:
A verathon complaints specialist followed up with the customer to gather additional information. The customer stated the lot number of the stylet was 0515, indicating the stylet was manufactured in may of 2015. The customer also noted that their facility autoclaves their stylets at 270 degrees for 4 minutes, which is an approved sterilization method for up to 300 cycles according to the instructions for use (IFU). The customer was unaware of how many sterilization cycles this stylet has received. The gliderite IFU states: "do not use this product if the device appears damaged; inspect before use.". At the time of this report the device has not been returned to verathon for evaluation, however the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information is made available.

Event description:
The customer reported that the plastic portion of their gliderite ridgid stylet broke during a patient procedure. The nurse who reported the issue stated that she believed the handle of the stylet was cracked prior to use. The procedure was completed; however, it is not known what device was used to complete the procedure. No harm to the patient or user was reported.

Manufacturer narrative:
The customer returned their gliderite ridgid styet to verathon for further evaluation. A verathon technical service representative evaluated the returned stylet and confirmed the damage to the plastic portion of shaft covering and handle. Per the IFU, the stylet has an expected life based on the sterilization and disinfection method used by the customer. The customer noted that their facility autoclaves their stylets at 270 degrees for 4 minutes, which is an approved sterilization method for up to 300 cycles according to the instructions for use (IFU). Given the customer's sterilization method and the age of their stylet (three (3) years), it is likely the number of sterilization cycles has been exceeded. Since the customer received replacement stylets and there are no repairs available, the returned stylet was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.